Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and the up and down buttons on insulin pump were hard to press as well as insulin pump rejecting the new batteries. The customer¿s blood glucose was 50 to 300 mg/dl. The insulin pump will not be returned for analysis.